Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a patient had complete heart block with a (B)(6) catheter. The cardiologist initially had trouble with capture and there were times when the device had intermittent capture through the night while the patient was in the ICU. Patient had pacer pads applied and went to the or. Lot number is unavailable, but may be (B)(6). Catheter was connected to a mindray monitor. There were no patient injuries.

Manufacturer narrative:
It was previously reported that the device was awaiting return. The device was not returned. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. No corrective actions will be taken at this time.